Manufacturer narrative:
Section b2 (date of death) and h6 (patient code): correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. Multiple requests for additional information were sent to the customer; however, no additional information was received. Localized infection, driveline infection, and sepsis are listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains a subsection entitled ¿controlling infection¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number #2916596-2019-03904. Related manufacturer report number #2916596-2020-03735. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient had chronic driveline infection which resulted in pump exchange in (B)(6) 2019. The patient continued to have driveline with ongoing sepsis. On (B)(6) 2020, the patient passed away from sepsis and end organ failure. The pump will not be returned for evaluation.